Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that, after implantation of intraocular lens (iol), the patient had blurred vision. The lens was explanted in a secondary procedure and replaced with another lens. The clinical reason for explant was anisometropia. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified for the lens/monarch combination. The product investigation could not identify a root cause. The replacement lens information was not provided. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, and received stating that, the surgery was performed on the patient's left eye. After the surgery, the symptoms was resolved and the prognosis was excellent. No patient harm was reported.